Event description:
It was reported that prior to use of three 2.0x8mm mini trek ii balloon dilatation catheters the balloon was inflated outside the anatomy to 6 atmospheres and ruptured. A new device was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional mini trek ii otw devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported by the account that the balloon was inflated and tested during preparation. It should be noted that the coronary dilatation catheters (cdc), mini trek ii over the wire (otw), global, information for use (IFU) states: remove all air from the syringe or inflation device barrel. Reconnect the syringe or inflation device to the inflation port of the dilatation catheter. Maintain negative pressure on the balloon until air no longer returns to the device. Slowly release the device pressure to neutral. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported balloon rupture. However, balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, insufficient preparation, or inflation technique. Return device analysis noted tearing, peeling/delamination and wall thinning on the outer surface within the flap rupture and throughout the balloon working length on the returned device. Although, the account stated that the device was soaked during preparation, in this case, it is possible that insufficient prep (soaking of the balloon) contributed to the reported balloon rupture based on the condition of the returned device; however, a conclusive cause cannot be determined. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.